Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a bleeding skin irritation on his back. The patient reportedly had a metal allergy. The patient decided to end use of the lifevest. The medical outcome of the patient's injury is unknown.